Manufacturer narrative:
Additional information: additional information was received. When the part was returned, it was discovered that the returned part is similar to 9734410 but is not a medtronic part. It does not have the medtronic marking, gtin number, lot number, or end cap but does have the standard markings for an off the shelf part from gauthier. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, unavailable. Part has not been returned. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation instruments outside of procedure. It was reported that the probe was bent, the clamp was stripped, and the ratcheting handle had no cap. No patient was present. Additional information was received on 2019-07-10 stating that the probe was able to be verified.